Manufacturer narrative:
Information was rec'd from a foreign source who is not required to complete form 3500a. Evaluation summary: the root cause is an inaccurate drilling process at the supplier. As a result, the affected lots are being recalled. Please reference removal report 1822565-10/20/2010-008r for additional details. Evaluation codes: it was confirmed on the returned devices that the lag screw inserter cannulation has a step in it which impedes the lag screw retaining shaft from passing through without excessive force.

Event description:
It is reported that lag screw inserters exhibit a manufacturing error that prevent them from performing as intended.